Manufacturer narrative:
Product evaluation: service and repair reports that the handpiece was received in good cosmetic condition; however, when performing pre-repair temperature testing, the device was noisy and extreme heat developed at the nose/locking mechanism within seconds (>118 f), the 1 minute test could not be completed. The device was cleaned, repaired, motor/cable subassembly replaced and successfully tested to specifications.

Event description:
It was reported that during the incoming inspection of this handpiece, the nose overheated within seconds (>118 f). There was no patient involvement.